Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient already had surgery to fix where the ins should be. The patient reported she could not get a good connection (to recharge her implant), it was sticking out and recharging caused pain so they repositioned it and when she was at the hospital 2 months ago they were successful to recharge her implant.